Manufacturer narrative:
Summary of evaluation: the complaint could not be evaluated as it has not been returned to howmedica. Attempts to obtain the device and lot code info have unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert. The patellar component was also replaced at this time.